Event description:
It was reported that this patient had an ablation. During the x-ray it was also confirmed that the right atrial (ra) lead had no slack. It was not confirmed if the slack was performed yet. The lead remains active. No additional adverse patient effects were reported.